Event description:
It was reported that a tlh30 was used during a left upper lobectomy. It was reported by the affiliate from a letter from the surgeon. It states "that during a left upper lobectomy, the operation proceeded in the normal manner with ligation and division of the veins and the arteries. The last structure was the bronchus and this was duly prepared and a tlh30 stapler was then applied to the bronchus and fired in the usual way. The bronchus was then divided and the stapler line checked. The staples at this stage were visible showing the normal beta shape consisent with successful firing. The bronchus was then tested for security of closure. It became apparent that there was a large air leak. The bronchus stump was examined and found open. There staples were removed from the center of the stump which showed that the device has not fired as designed to do. The bronchus stump was then close by hand. The device and the detained staples are returned for examination.